Event description:
It was reported, the pump was damaged or there was a wrong setting of medication. The patient had a refill yesterday and the healthcare provider (hcp) was new and nervous when doing the refill. It was noted, the hcp tried putting the needle in the port and kept hitting metal and the patient could feel the needle hitting the metal. It was also reported, the patient was not sure what happened, but thought it may damage the needle. It was reported, the patient went to the emergency room (ER) last night for overdose symptoms. The patient could not stay awake, was breathing shallow, and tingling and itching all over. The patient was overdosing on morphine and the told the patient they could admit him and use counteractive drug. It was noted, the patient called his hcp¿s office and they could not get a message to the hcp. The patient¿s family had to take turns watching him sleep the night prior to this report. It was also reported, the patient had ¿salt water¿ and did not know the concentration or dose. It was noted, the patient was trying to stay awake. The pump was being used to deliver morphine. It was further reported, the patient wanted the hcp to do a dye study, but the hcp would not because, ¿it messed with the settings.¿ it was noted, the patient¿s pump was filled 2-2.5 weeks ago and then it was reported, it was filled on 2014 (B)(6). The hcp had a hard time finding the access port and did not push the needle in all the way or it was over pressurized. It was also reported, the patient had a lot of itching ¿where the catheter hooks into his spine and on the right side of his abdomen next to his pump¿ after his last refill. When the patient overdosed he was ¿passing out,¿ could not stay awake, and his breathing was shallow. The patient did not see how much medication was left in the pump before it was filled, but believed the pump still had 5-6 milliliters (ml) in it. The pump was only refilled with 30 ml. It was reported, the patient thought, ¿some of the morphine got in his body.¿ for the last two weeks the patient had been going through ¿almost kidney failure,¿ but his kidneys are finally starting to work again. It was noted every time the patient¿s pump was filled a little medication ¿squirts out¿ and he itches where it landed. Additional information has been requested; a follow-up report will be sent when it becomes available

Event description:
Additional information received reported that the patient does not have any concerns with their device or therapy and the patient received assistance from their healthcare provider or manufacturer¿s representative and their concerns were resolved.

Event description:
Additional information received reported the issue was taken care of. The pump was either overpressurized or a lot of medication leaked out. The patient's health care provider (hcp) took the medication out and readjusted the pump and had been slowly increasing the medication. At the time of the report the pump was being used to deliver morphine and saline.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(6).